Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyi1542 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that a broviac catheter placed on (B)(6) 2015 developed a crack which was observed at the "screw" (hub). No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the luer adaptor was confirmed, but the exact cause is unknown. The external segment of a 6.6 fr broviac catheter was returned for investigation. The intermediate tubing extended 4 cm from the distal end of the clamping oversleeve. The returned catheter revealed evidence of use. Adhesive was noted within the distal end of the intermediate catheter segment. None of the printing was visible on the clamping oversleeve. Debris was observed within the crevices of the clamp. A red colored residue, which appeared to be blood, was observed within the luer adaptor. Discoloration was observed in the luer adaptor threads. A microscopic examination of the luer adaptor threads revealed a 6.5 mm crack in the luer adaptor where the discoloration was observed. The crack was passed through the luer adaptor threads and was located along the parting line of the mold cavity. It was noted that the luer adaptor was made in cavity #3. Impressions were observed in the external surface of the delrin material. With a slip tip syringe inserted within the luer adaptor, the crack opened up, exposing a granular surface along the adjoining surfaces of the cracked material. The crack allowed fluid to leak when flushed and pressurized with either a luer lock syringe or slip tip syringe. The impressions observed in the external surface of the luer adaptor indicate that the material may have been grasped with hemostats. The crack in the luer adaptor could be associated with mechanical damage; however, the exact cause could not be determined. Another potential contributing factor includes over-tightening. The product IFU indicates to avoid mechanical damage to the catheter material.